Event description:
During a cardiopulmonary bypass procedure, the pressure sensor module made an alarm. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.